Manufacturer narrative:
Assessment/ investigation by merz: a lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), (B)(6) 2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was considered as serious because capillary refill was slightly delayed and emergency treatment including comprehensive treatment with hyaluronidase, massage, warm compresses and aspirin with a resolving outcome. The event occurred in compatible local and temporal relationship. Injection site haematoma (serious) is expected based on the currently valid canadian instructions for use (IFU) of radiesse and can occur after treatment. The IFU warns that an introduction of radiesse into the vasculature may lead to embolization, occlusion of the vessels, thrombosis, ischemia or infarction and to take extra care when injection soft tissue fillers and e.g. Inject slowly and apply the least amount of pressure necessary. Rare but serious events associated with the intravascular injection of soft tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis and damage to underlying facial structures. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. It is recommended in the IFU to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate healthcare practitioner specialist should an intravascular injection occur. Depending on the severity, tissue ischemia may resolve without sequelae under adequate treatment or may result in permanent damage such as necrosis or scarring. In this case, capillary refill was only reported as slightly delayed and the patient experienced hematoma. The reported capillary refill slightly delayed, discoloration and bruising is considered covered under the reported hematoma and was therefore not coded. Causality is assessed as probably related to treatment with radiesse based on a compatible local and temporal relationship, however, there is no indication that a product-related quality issue contributed to the event. This case is assessed as serious with the serious event injection site hematoma because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a canadian physician and concerns a female patient. The patient was injected with radiesse into the temples, on (B)(6) 2026. Batch number was reported as a00244070 (expiry date: 29-jan-2028). A lot search in the global safety database was conducted. Radiesse was diluted with lidocaine at a 1:1 ratio. A total of approximately 0.3 ml of diluted radiesse was injected. A 22 g 50 mm cannula was used. On (B)(6) 2026, during the radiesse injection, the patient experienced a large hematoma, which developed immediately in the temporal region. Significant bruising was observed. The patient reported no pain. The cannula was immediately removed, and firm pressure was applied for several minutes. After compression, the hematoma did not expand, however, a mild pink-red discoloration remained visible in the area. Capillary refill was approximately 3 seconds, which was slightly delayed. After several minutes of observation and due to clinical uncertainty, the emergency protocol was reviewed and it was decided to initiate emergency treatment. Corrective treatment included hyaluronidase and aspirin. A first dose of hyaluronidase was prepared at a concentration of 150 units per ml. According to the protocol, the recommended dose was 600 units of hyaluronidase per 0.1 ml of injected product. Based on an injected volume of 0.3 ml, the calculated dose was 1,800 units. Initially, 750 units of hyaluronidase was injected, followed by massage of the affected area. Clinical improvement was observed, and capillary refill became faster. However, the protocol dosage requirements were reviewed, and it was decided to continue treatment. An additional 2 ml of hyaluronidase at 150 units per ml was administered, which corresponded to 300 additional units. The injection was limited to 2 ml due to discomfort reported by the patient. Hyaluronidase was administered with a 22g cannula and a fanning technique. A total of 1050 units of hyaluronidase was administered. Massage and warm compresses were also performed throughout the management of the event. As adjunctive treatment, the patient received aspirin. Due to product availability in the clinic, five 80 mg tablets were administered for a total dose of 400 mg. Throughout the event, the patient reported no visual changes, no significant pain, and no rapid skin deterioration. Capillary refill returned to less than 2 seconds at the end of the intervention. The patient remained under observation and was clinically stable. Due to the provided information, the outcome of the events was considered as resolving.